Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr. (B)(6), attached) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. The device is available for eval, though has not been returned as of this report. Eval results will be submitted as they become available.

Event description:
In this event, it was reported that a nitiflex file separated during use. The separated piece was not retrieved and was incorporated into the filling.